Manufacturer narrative:
This supplemental report was submitted to provide additional information to MDR# 9610773-2020-00181. The service center inspected and tested the unit; all tests passed. All outputs were within specifications. Please note that the metal-to-metal sparking is in no way related to error e433. The device's history was reviewed which indicated the device purchased on (B)(6) 2016 with no previous service records. The unit was repaired and returned to the customer. The original equipment manufacturer (oste), performed a device history record review and no abnormalities were noted. No device was returned to the oset, however, an investigation was completed by the oste and determined that there was no manufacturing, material or processing related cause for this failure mode. The e433 error is activated by the device¿s safety system, which triggers a restart of the device. If the error cause persists, an unlimited number of periodic restarts can be triggered. Possible causes are: the operator activates the footswitch during generator booting (temporary fault caused by user action). A defective footswitch (temporary fault). A defective footswitch (temporary fault, defective reed contact). A faulty cable connection between hvps board and generator board (temporary or permanent fault). A defective hvps board (permanent fault). A defective generator board (permanent fault). Olympus will continue to monitor the field performance of this device. According to the instructions for use, a suitable replacement device must be provided during an application.

Manufacturer narrative:
Device has been returned for evaluation. The customer¿s complaint of generating errors was not confirmed. The service technician observed error did not occur as a continuous and endless rebooting cycle and was not duplicated therefore no permanent damage to the unit. Error e433 can be caused by the following non-intended use scenarios: metal-to-metal sparking, and simultaneous use of two hf surgical generators. Metal to metal sparking: do not bring the tip of the hf instrument close to a metal clip or other accessories. The tissue around the metal clip or the hf instrument may be burned. Simultaneous use of two hf surgical generators: if the electrosurgical generator is used in conjunction with another electrosurgical generator, never use both generators simultaneously. Keep the hf instruments connected to the not-used electrosurgical generator away from the target area while the other generator is in operation. Do not activate both generators simultaneously. Patient or user injury may occur due to the concentration of electric current. Error e433 may also be caused by a faulty footswitch. The customer did not send in their footswitch for testing. The unit was inspected and tested. All tests passed. All outputs are within specifications. The cause could not be determined. Based on similar reported complaints, the most likely cause of the reported phenomenon can be attributed to user handling or technique. No further information was reported.

Event description:
The customer reported to olympus that the device was receiving a generating error during set-up. The intended procedure was completed using an alternate device. There was no patient injury reported.